Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, who provided complete instructions for a pump reset. After the reset, the error code did not reappear, and technical support advised the customer to wait 20 minutes to begin a new sensor session, which the customer understood and acknowledged.